Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI: (B)(4), serial: (B)(6), batch: a000117965.

Event description:
It was reported following an unrelated procedure and ipg not being placed in surgery mode was unable to communicate with external devices and deemed ipg inoperable. It was also reported one of the leads had migrated and confirmed via x-ray. As such surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the leads had not migrated but had high impedances and unable to place ipg into MRI mode. Underwent surgical intervention, wherein both the leads and ipg were replaced, and reportedly effective therapy was restored.